Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
A cracked reservoir tube lip was noted during the visual inspection. All of the buttons functioned properly. The insulin pump passed the functional testing, including the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test.

Event description:
It was reported the customer's insulin pump was not delivering insulin. It was found the customer was having unexplained high blood glucose. It was also reported the customer was hospitalized the week prior with high blood glucose. The customer's mother also stated there was an absence of alarms to alert the customer that insulin was not being delivered. The customer's insulin pump will be replaced. No additional information provided.